Event description:
It was reported that an mcl55 slips under pressure. No patient impact was reported.

Manufacturer narrative:
(B)(4). Results is mechanical shock problem. The returned device was evaluated and confirmed to be out of specification. Functional testing was performed; missing and defective components were replaced. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.